Event description:
MFR received a report alleging a wheelchair caught on fire in an apartment. As a result of this, the end user sustained burns and eventually died. The MFR has not been permitted to evaluate the device.